Manufacturer narrative:
(B)(4).results = broken and gouged. Evaluation summary: the analysis confirmed that the device was returned with the distal tip of the blade broken off and missing and the remaining blade portion had gouges. There was evidence of b-form staples embedded in the tissue pad. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device passed the initial testing, began to work but then gave an error code 5. Another device was used to complete the procedure. There was no patient consequence.